Manufacturer narrative:
Per tandem's user guide, do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had delivered too much insulin for the food that was consumed which caused the blood glucose (bg) level to drop to 62 mg/dl. The customer consumed candy and a temporary basal rate was set to address the low bg. Tandem technical support advised the customer to discuss the event with a healthcare provider.